Event description:
It was reported the programmer suddenly had on screen message "serious programmer problem." Followup indicates this message occurred during startup. Power cord door was mentioned. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, however, the hard disk drive was reconfigured and current software was reloaded. It was also noted that the power cord door was damaged and the lower case was worn but not damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.